Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage in the force sensor resistor, moisture damage was also found on the electronic assembly and on the motor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. No crack display window or crack lcd glass noted. The insulin pump had severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer dropped their insulin pump in the bathtub. The patient's blood glucose at the time of incident was 12 mmol/l. Troubleshooting was initiated for the moisture exposure. The insulin pump had previously been wore while swimming; however, the customer was able to dry the device and resume using it. The screen has been wearing out lately and the visibility of the display is poor. The screen suffered a crack due to the bathtub drop. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer